Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a shoulder surgery the surgeon felt a click as the needle passed through the cuff. When the forceps came out, it was no longer possible to close them completely. The initial action of grasping the tendon was therefore no longer possible. When the second device was used, the scenario was repeated. No part of the devices broke off. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint allegation is not confirmed. One unpackaged ar-13999mff fastpass scorpion sl-mf with flushport lot number: 15208920 was received for investigation. Visual inspection noted no problems with the device, the jaws of the device were observed to close completely. Functional testing was performed by inserting an ar-13995n scorpion needle batch number: 1491051z into the complaint device and loading a suture to pass through a suture practice pad. Functional testing revealed that the device functions as intended. No problem found.